Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (at an unknown concentration at 2.19 mcg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that for the last couple of years the patient was getting locked out from her personal therapy manager (ptm) and was missing boluses. It was noted that a bolus was received at 8am and when she attempted to give herself one in the afternoon the ptm showed a lockout period of 4 hours; the ptm lockout interval was every 4 hours. The caller stated that the healthcare provider (hcp) told her she had received all of the boluses but that the print out showed her being locked out. It was noted that the patient did not use an antenna; a request was made to repair for a replacement antenna to be sent. The caller stated that the pump may have moved because it was bulging out. No symptoms were reported. No further complications have been reported as a result of this event.